Event description:
On (B) (6) 2010, the patient reported he has had elevated blood glucose readings beginning on (B) (6) 2010 and ranging from 361 mg/dl to 233 mg/dl. His target range is 70-140 mg/dl. He treated his readings by bolusing insulin. During troubleshooting, the patient stated there is an air bubble at the luer lock connection of his insulin infusion device. He stated he normally uses room temperature insulin. The patient tried to prime out the air bubble during the report but was unable to. He stated he would change the insulin cartridge once the insulin had warmed up. Later the same day, the patient called back for assistance in changing the cartridge. He successfully did so. He said his current blood glucose has decreased to 180 mg/dl. He has no symptoms. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.